Event description:
On (B)(6) 2012, the reporter contacted animas alleging that a couple hours after swimming yesterday while wearing the pump, the pump emitted a call service (cs) alarm and would not work after that. The pump was very warm at that time. The reporter was able to remove the battery and try to reboot the pump but continued to get the alarm. The reporter states that the battery was also warm when removed from the pump. The reporter is currently using a backup plan to deliver insulin. The reporter tried again today to reboot pump, but it still kept emitting the cs alarm. The patient rebooted pump three times while on the phone and every time got a cs alarm and was not able to clear it. The reporter denies any moisture inside the battery compartment, or the cartridge compartment, denies any cracks in the casing of the pump or any damage to the keypad. The audio bolus button is intact. The battery cap is reportedly intact and was secure to the pump when swimming. The battery cap was changed 3 months ago. The reporter also states that there is visible moisture behind the screen and denies any cracks in the display. There is no adverse event or blood glucose excursion related to this complaint. This is being reported due to the allegation that the pump overheated.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed no activity related to the complaint. The battery was not returned with the pump for investigation. The pump battery compartment and cap were found to be intact. The pump powered on normally and was exercised for 24 hours without over-heating or alarms. The pump electrical currents were tested and were found to be within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.